Manufacturer narrative:
Date sent to the FDA: 07/09/2021. Additional information: d1, d3, d4, e1, g1 date sent to the FDA: 07/09/2021. Corrected information: d6a. Corrected b5 narrative: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 7/12/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction gynecological surgical procedure in 2005 and mesh was implanted. It was reported that the patient experienced abdominal pain. No additional information was provided.